Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following section could not be completed with the limited information provided. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2015-04915 / 04916 / 04917 and 04918).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to lateral retinacular release, pain, and induration. Antibiotic spacers were implanted, and the incision was drained as patient experienced a mrsa infection. No further information has been provided.